Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level reached 31 mmol/l (558 mg/dl), while wearing the pod between 37 and 48 hours. The lg reported removing the pod from the infusion site (hip/buttocks) due to it leaking insulin. When removed, they found the cannula had dislodged. Additionally, the lg reported the pod site was red and there was dry blood found. A new pod was applied and the patient resumed treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: unavailable, omnipod software app version: unavailable, smartphone operating system: unavailable, smartphone hardware: unavailable, cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found.